Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer also reported that the insulin pump's belt clip broke. The customer's blood glucose was 36 mg/dl. The customer did not indicate that a serious injury or hospitalization resulted from the event. She was advised that the belt clip would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.